Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® k2e 5.4mg plus blood collection tubes there was unknown foreign matter inside one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for this investigation. Evaluation of the photo indicated the presence of foreign material in the tube: however, the nature of the fm could not be determined based on the image provided. A total of 100 retained samples were visually inspected, and no fm was observed. A review of the device history record (DHR) for the incident confirmed that all product specifications and lot-released requirements were met. This complaint is confirmed for the indicated failure mode: foreign matter-unknown. No definitive root cause could be established for the reported defect. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The business team regularly reviews collected complaint data for identification of any emerging trends.

Event description:
It was reported before using the bd vacutainer® k2e 5.4mg plus blood collection tubes there was unknown foreign matter inside one device. No adverse impact was reported regarding the patient or user.